Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the imaging section was in a state where insulation (safety) could not be ensured likely due to result of stress and wear of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex scope exhibited an imaging section in a state where insulation (safety) could not be ensured. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h4